Event description:
While removing transcutaneous electrical nerve stimulator unit from pt, operator inadvertently hit the wrong control knob with finger, causing it to go to maximum output. Pt received strong shock.